Manufacturer narrative:
Analysis not required for expired sensors.

Event description:
Customer reported via phone call to have sensor issues. Sensor had triggered threshold suspend. Customer's sensor glucose and blood glucose had big variance. Customer's sensor glucose was 44 mg/dl and blood glucose was 141 mg/dl. After troubleshooting, customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
Analysis not required for expired sensors.